Event description:
It was reported that a patient's left ventricular (lv) lead was dislodged. It was also noted that there was high lv capture threshold. The lv lead was explanted and replaced on (B)(6) 2021. The patient was stable before and after procedure.